Event description:
Report received of tubing separation. The patient was receiving unspecified doses of dilaudid and phenergan. At an unspecified time during the night, the patient called the home healthcare service stating there was "leaking". A nurse was sent to the patient's home. The nurse noted that the tubing was separated below the device at the blue aluminum foil and approximately 4 inches of air was present in the tubing. The device and tubing were removed from clinical service. Therapy was resumed using a replacement device and a new tubing set. The patient was reportedly given additional unspecified pain medications to help alleviate her pain. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.